Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The reported event of no hv output was not confirmed. The device was received in backup mode with normal telemetry communication. The analysis of the device image indicates a power reset has occurred in the field which turned the device into backup mode, the cause of power reset could not be determined. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking and output verification did not identify any functional issues. Backup condition could not be reproduced. The device was implanted for more than seven years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) due to "the" device operating in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The arrhythmia was terminated via administration of medication. The device was explanted and replaced. The patient was in stable condition.